Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the battery failure was isolated to a short between layers on the battery printed circuit board. The root cause for the short was a manufacturing error. A supplier corrective action has been initiated. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery pack indicating a performance issue.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is still underway. The reported problem (performance issue) has been confirmed. As received, the battery was unable to power a monitor and faulted during charging. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating a performance issue.